Event description:
The customer reported to olympus, that seven packages of single use aspiration needles arrived expired. The issue was found during receipt inspection. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the unknown potential for risk of harm due to the malfunction, as described in the risk summary application (rsa).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found all seven syringes were expired. The subject device was manufactured in november 2020 based on the provided three digit lot information "0yv", but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not use the expired aspiration needles, disposable adapter forceps plugs, or medallion syringes listed on the sterile pack. It may lead to infection, tissue inflammation, etc". Olympus will continue to monitor field performance for this device.